Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that during a clinical evaluation procedure, the clip did not release. Breakage of two cartridges were found. Although the fragments of the cartridges were missing, the procedure was completed. Harm to the patient has not been reported.

Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a (B)(6). We made a visual inspection of both cartridges. The metal sheet of the first cartridge is deformed, and we found unknown deposits. Additionally we found a broken off end. Furthermore, we found visible damage. We made a visual inspection of the fracture surface. Next we investigated the second cartridge. The metal sheet is deformed as well. We also found a broken end. Additionally we made a visual inspection of the fracture surface. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. The root cause of the problem is most probably usage related. According to the quality standards and DHR files a material defect, production and design error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. We assume an assembly error and there is the possibility that the slider sheet was deformed by a too quick application. No CAPA is necessary.